Event description:
Customer's daughter reports customer received high blood glucose result of 210 mg/dl with low blood glucose symptoms while using the advantage system. Customer's symptoms did not match results. Customer was using expired strips. Reporter reports calling the paramedics, customer was tested on their meter with result of 30 mg/dl and treated by paramedics with an IV of unk contents. No control information was provided. A request was made for return of the suspect product and a replacement was sent.